Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to infection. Upon further follow up, it was noted that the patient presented in clinic on (B)(6) with arrhythmia and infection was observed. During the extraction procedure the patient had low blood pressure and later expired. There is no known allegation from a health professional that suggests that the infection was device or procedure related. No further information is available regarding patient death.